Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Part 03.130.010, lot 9923517: release to warehouse date: may 03, 2016. Manufactured by synthes (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the star drive screwdriver was returned with significant twisting at its tip in the direction of screw insertion. No issues were identified. The device condition is consistent with the complaint description and therefore the complaint is confirmed. The relevant drawings were reviewed. Dimensional inspection was not performed as significant post manufacture twisting was observed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed. A root cause could not be definitively determined as the circumstances that led to tip twisting is unknown. However, it is likely that any unintended forces on the device during its usage could have contributed to complaint condition. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, several instruments were discovered to be damaged. A depth gauge was bent, a drive shaft was broken at the end of the device, a universal drill guide in which was the tissue protector was stuck and won¿t spring back, and two (2) stardrive screwdriver shafts were rounded off at the tip and won¿t pick up screws. All devices are reported to be under one year of age. There was no patient or procedure involvement. Concomitant device reported: unknown screws (part/lot unknown, quantity unknown) this report is for a stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 3 of 3 for (B)(4).